Event description:
Reportedly, the surgeon resected down to anal canal, put the 4.8 around the colon, closed the jaw, but he could not see the pin, released the safety, then he fired. The instrument fired fine. The jaws must have angled wrong. The pin broke off of the reload and was found in the pt. The surgeon retrieved the pin and did an apr to complete the procedure. The pt ended up with a colostomy.